Event description:
Inbound, patient reported no disposable pump wont run alarm on both pumps when new cadd flow stop cassette attached, cassette wasted and patient mixing new remodulin cassette. Lot 4163625. Expiration 07/15/2026, no further details provided.